Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2008 with placement of a 3.0 x 12 mm xience v stent and a 3.0 x 23 mm xience v stent in the distal right coronary artery (rca). On (B)(6) 2012, the patient was rehospitalized with a st elevation myocardial infarction. Medication was provided and percutaneous coronary intervention was performed in the saphenous vein graft to the rca. The patient's condition resolved on (B)(6) 2012. On (B)(6) 2012, the patient experienced ventricular fibrillation followed by cardiac arrest. Medication was provided, as well as cardiopulmonary resuscitation and defibrillation. The ventricular fibrillation resolved on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of myocardial infarction and arrhythmias (ventricular fibrillation) are listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 3.0 x 23. Other: aspirin, clopidogrel. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.